Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. Malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, procedural factors [poor coaxial alignment and image intensifier angle] caused or contributed to the valve¿s malposition. There is no evidence this event as due to sapien valve or the ascendra 3 delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
During a transaortic tavr case the sapien valve was deployed 70:30 ventricular, resulting in severe aortic insufficiency (ai). A second valve was implanted to resolved the ai. Per report, due to decreased left ventricular function [35%] and sub-optimal aorto-iliac system, transaortic approach was chosen for this case. Co-planar view was extremely difficult to determine. The 26 mm sapien valve was positioned what was believed to be in a 50:50 position and deployed under rapid ventricular pacing. Upon deployment the valve was moved more aortic and deployment was completed. Immediately post deployment it was noted that the patient had severe aortic insufficiency. A second delivery system and valve were then prepped and deployed 50% higher (more aortic) than the first valve. The aortic insufficiency was noted as trace paravalvular leak and trace central aortic insufficiency. The event was attributed to procedural factors. The patient was reported as doing fine after the procedure. The approximate pre-deployment position was 50:50 to 60:40. The native valve/leaflet calcification was severe; aortic root calcification was described as moderate; there was moderate annular calcification. Coaxial alignment of the delivery system and the valve was poor; the image intensifier angle was poor; there was no loss of pacing capture during valve deployment and ventilation was held. The stj diameter was 31mm and sov diameter was 34mm. The patient¿s ejection fraction was 35%.